Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 409 mg/dl at the time of incident and the current blood glucose level was 165 mg/dl. The customer¿s other blood glucose level was 300 mg/dl. The customer did not experiences any symptoms related to the high blood glucose. The customer was neither in the emergency not admitted into the hospital as a result of high blood glucose. Troubleshooting was declined by the patient for the high blood glucose. The customer was treated for the high blood glucose with the insulin pump. The insulin pump will be returned for analysis.